Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the catheter is in place with an initial mark at 59 cm at 8 am and 11 am prior to mobilization in the chair. It is locked on both sides via the sleeve, at the introducer and the catheter, with a pulsatile pulmonary artery pressure (pap) curve. At 14:00, following mobilization, the mark is at 50 cm with a shift in the pap curve towards a ventricular pattern, whilst the locking system remains in place, indicating catheter slippage despite the lock. A malfunction of the sleeve locking system is suspected. No serious consequences were observed as immediate corrective measures were put in place."